Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was programming the blood glucose value into the insulin pump when the device froze and alarmed button error. The customer changed the battery, and the insulin pump alarmed unexpected restart. The caller did not know the blood glucose reading. The caller stated that the customer had already reverted to a back-up plan.

Manufacturer narrative:
The insulin pump had an intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No frozen display noted. No unexpected alarms noted. The insulin pump had minor scratches on lcd window.